Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the surgery, there was no magnet placed and the implantable cardioverter started over-sensing. The device delivered inappropriate anti-tachycardia pacing therapy as a result. The procedure was completed with no issues and the patient was stable.